Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of medical records received. Right hip revision operative notes demonstrated that the patient was revised due to pain, elevated metal ion levels, tissue reaction. During the revision, necrotic tissue was debrided. Corrosion inside femoral head and trunnion was identified. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: m/l taper femoral stem, (00-7711-007-00, 61530953). Trilogy acetabular system shell, (00-6200-054-22, 61536712). Trilogy acetabular system liner, (00-6305-050-36, 61355006). Customer has indicated that the product will not be returned to zimmer biomet for investigation, due to the location of the device is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient¿s right hip was revised approximately 6 years post implantation due to pain. Pre-revision workup revealed elevated metal ions and positive MRI for altr. During the revision of the right hip, the surgeon noted corrosion of femoral head and trunnion, along with positive findings for altr and necrosis of tissue. Attempts have been made and additional information on the reported event is unavailable at this time.